Manufacturer narrative:
(B) (4).

Event description:
The pt fell a week or two ago and hit his head in the tub. He had not felt any stimulation for a week. X-rays revealed no fractures though impedances were all over 4,000 ohm. The pt was considering whether or not to replace the system.